Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin 1gram (g) (route, frequency not reported) and fortum 1g (route, frequency not reported). The patient was recovering.